Event description:
It was reported that noise was observed on the right ventricular (rv) lead. A possible rv lead insulation break was suspected. Programming changes to sensitivity and to alleviate any inappropriate therapy were made. The rv lead was explanted and replaced. The patient was recovering.